Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was a shorted capacitor, designator c157, on the analog pcb assembly. When capacitor c157 shorted, it caused an integrated circuit (ic) chip, designator u46, leg 6, to measure zero (0) volts. This resulted in the preamp being unable to recognize a shockable ECG waveform. The customer was provided with a replacement device.

Event description:
It was reported to physio-control that the customer's device had a service wrench present on the display. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it would not detect a shockable ECG waveform. As a result, the device would not be able to deliver defibrillation therapy, if necessary.